Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was locking up and displaying a power voltage error message. There is no report of pt injury.